Event description:
Ous MDR - this device is now at eos. The patient has no electrical storm. The (B)(6) follow-up showed that the battery status was ok, voltage 2.62v. On (B)(6) we received the red alert of eos via hm. Now the device is in vvi mode, 50ppm, 6v @1.5ms. No date of explant was provided and this device has not been returned for analysis. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 3 charging cycles was documented. The inspection of the ICD memory content confirmed a premature detection of the eos battery status on (B)(6) 2014. The current consumption of the device in the eos state was tested and was found to be normal. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured revealing a depleted battery. Next, the electronic module was attached to an external power supply. The eos us was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to the premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.